Manufacturer narrative:
(B)(4). The customer (biomed) reported to physio-control that after clearing the event code and performing a complete performance inspection procedure, proper device operation was observed and the event code did not return. The device has since been returned to the end user for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a cardioversion procedure, their device did not deliver defibrillation energy when the shock button was pressed. The customer indicated that this occurred only one time and when they attempted to deliver defibrillation energy a second time, energy was successfully delivered. The patient reportedly did not suffer any adverse effects during the procedure. There was no additional information on the patient event provided. The customer additionally stated that their device had logged an event code directly related to a failure to deliver defibrillation energy, when the issue occurred.